Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the driver tip broke during inserting a screw. The broken piece of the driver tip was able to be removed from the screw head. There were no adverse patient consequences reported. Product is not available for return. This report is related to report number 3025141-2022-00395 for the screw involved in this event.